Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold despite multiple repositioning attempts at the atrium. The ra lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.